Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a fiber optic balloon failure, balloon did not inflate. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h4, h6 (investigation findings, type of investigation, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to confirm the issue with the inflation. The fse states the issue is resolved after adjusting the pim connections. The unit passed all functional and safety tests and was returned to customer. If any further information is provided, the investigation will be reopened and processed accordingly.

Event description:
N/a.